Event description:
A customer reported a cracked and shattered touchscreen, which made the pump's touchscreen illegible and non-interactive. The customer declined to answer whether the issue affected their blood glucose level. Technical support arranged for the pump to be replaced and instructed the customer on how to manage the current situation, including using multiple daily injections as a backup therapy.